Event description:
Endoscopic gastrostomy (peg) kit, 20 fr pull, snare in package was not deploying snare. The snare was broken at the proximal end of device. Manufacturer response for peg snare, avanos percutaneous endoscopic gastrostomy (peg) kit (per site reporter). Given to field representative.